Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating an invasive procedure was performed to replace the system. Cardiac tamponade was observed due to a hemothorax. The patient's chest was opened to visualize the bleeding and suturing was performed to resolve the hemothorax. The system was not replaced at this time and the patient was discharged with a life vest. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The patient will be scheduled for follow-up in a month's time to reassess the shock impedance measurements. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. A 1.1 joule shock was delivered to assess the system and an acceptable measurement was obtained. No additional adverse patient effects were reported.